Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. There was no event history related to the current complaint. The review of the event history log identified instances of time and date being reset. The reported problem was confirmed with visual and functional testing. The printed wiring assembly (pwa) was replaced to fix the issue. Further investigation found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device passed all tests after repair.

Event description:
The customer returned product for not holding date and time, during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.